Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Investigation identified the need to adjust the video signal potentiometer. Adjusted the video signal potentiometer and tested the system. The sys was found to be working as intended and placed back into svc.

Event description:
It was reported that the 9600+ system image has lines going through the image and is jittering. There was no pt involved.